Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited noise, oversensing, and pacing inhibition on the right ventricular (rv) channel. The rv lead was surgically abandoned due to the clinical observations; this device was concurrently explanted for normal battery depletion. No additional adverse patient effects were reported.